Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage to the motor, battery tube, vibrator and keypad assembly. No button error alarm could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. It was also stated the device had a blank screen and a constant tone. Customer's blood glucose was not known. The insulin pump was in the customer's pocket when the button error alarm was received. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.